Event description:
A (B)(6) male patient's nurse contacted zoll customer support to reort adjust belt or check belt messages. The patient was issued a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (adjust belt or check belt messages) was confirmed. Upon receipt the black pulse wire was open in the trunk cable insulation and the electrode belt failed the therapy electrode recognition test. The cause for the alarms and the test failure was the open black pulse wire in the trunk cable insulation. The root cause for the open wire cannot be positively determined but is likely physical abuse. No adverse event resulted from the open wire. The patient received a replacement electrode belt.